Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the screen was severely scratched. The customer's mother reported that they could not read the screen properly. The customer's mother also reported that the buttons were working intermittently. The customer's blood glucose was unknown at the time of incident. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
All buttons functioned properly. No damage in the keypad assembly was noted. No button error alarm was noted. No unlocked lcd keypad connector during visual inspection noted. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, cracked battery tube threads, a scratched reservoir tube window, a missing end cap sticker and minor scratches on the display window.